Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device had not been returned as pathology at the hospital had not returned it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 5000 mcg/ml concentration 4666.7 mcg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that motor stall occurred. No environmental/external/patient factors that may have led or contributed to the issue were reported. Logs were read in office by the hcp. Pump was replaced today (B)(6) 2019. At the time of this report, the issue had resolved and patient status was alive-no injury. Pump would be returned. No further complications were reported.